Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent olif (oblique lumbar interbody fusion) at th10/s2ai due to adult spinal deformity. Post-op, after about half a year, the set screw at s2 on one side backed out. No patient complications were reported as a result of the event.